Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced by baxter for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:03 on channel b. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. During baxter's review of the event history, it was discovered that failure code 810:03 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.